Manufacturer narrative:
Age at time of event: mid 70s. Device evaluated by MFR: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06108. It was reported that a pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure utilizing a 24mm watchman laa closure device and delivery system and a watchman access system. The watchman closure device was deployed in the laa, but not released. Contrast was then injected and observed to have gone into the pericardial space. A pericardial effusion was confirmed via echocardiogram. The device was not in a good position for release. They began reversing anti-coagulants and started pericardiocentesis and reinfusing blood back into the patient. The patient's vitals were unstable at this point. The physician partially recaptured the device and then re-deployed; however, the position was still not adequate. The effusion had started to grow and surgery was deemed necessary, therefore the watchman device was released from the core wire. The patient was transferred to the or. During surgery, the device was removed, the pericardial effusion was repaired and the laa was closed surgically. The patient was stable post-surgery.